Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on analysis completed on 03-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 3.00x16mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment. It was further reported that stent was dislodged inside the patient's body during the procedure and was subsequently removed using a snaring device. The device was completely removed and the stent was lost during sterilization. Promus element mr ous 3.00 x 16mm stent delivery system was returned for analysis. Device was returned with stent protector over the balloon and product mandrel inserted. The stent protector was stuck over the balloon and the analyst was unable to remove it. The device was soaked in water bath to help remove the stent protector and product mandrel. After soaking the mandrel and stent protector were removed without issue. The stent was not returned for analysis; however, the manufacturing crimp data for this device was reviewed and there were no anomalies noted. From the manufacturing data the maximum stent od was within max crimped stent profile measurement. The bumper tip of the device was examined and damage was noted. The balloon was reviewed and there were no signs of damage noted. The balloon appeared relaxed the wings were out of the original folded position. There was contrast medium present in the balloon body. Crimp markings were evident on the balloon body. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.